Event description:
It was reported that the patient had diaphragmatic stimulation and a perforation. It was also reported that the right ventricular (rv) lead had increased threshold. The rv lead was repositioned and remains in use. No further patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.